Event description:
Thirteen (13) each lifepak 10 defibrillator upper case repair kits were produced using a lifepak 10c defibrillator upper cases. A hole, normally used in the lifepak 10c defibrillator upper case, could allow moisture into a lifepak 10 defibrillator and onto electronic components inside.